Event description:
Customer reports strip label expiration date is 12/30/2007 while using the advantage system. Acc agent reports sap expiration date is 11/30/2005. Batch record verification shows exp date is 1/30/2005. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.